Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Update 12/08/2025: based on the available information and the surgeon's opinion, the cone adapter is suspected to be the cause of the problem. The main medical device has been changed from the modular stem to the tibial component.

Event description:
As described by f. K. On 11/3/25, during a revision knee case on (B)(6) 2025, the surgeon was assembling the implants and the press fit stem would not seat into the modular tibia taper. The cone adapter appeared fully seated so the surgeon thought it might be the stem that had the issue. Another stem was retrieved, which caused only a slight delay, but that part also had the seating issue. The surgeon thought then that the issue may be the cone adapter on the tibia, so he broke it off and impacted the stem onto the tibial taper. Both were then implanted into the patient with no issue. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
As described by (B)(6) on (B)(6) 2025, during a revision knee case on (B)(6) 2025, the surgeon was assembling the implants and the press fit stem would not seat into the modular tibia taper. The cone adapter appeared fully seated, so the surgeon thought it might be the stem that had the issue. Another stem was retrieved, which caused only a slight delay, but that part also had the seating issue. The surgeon thought then that the issue may be the cone adapter on the tibia, so he broke it off and impacted the stem onto the tibial taper. Both were then implanted into the patient with no issue. [Customer].